Manufacturer narrative:
Service was not requested for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 2050012-2010-00009, MDR 2050012-2011-05776.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600 synchron clinical system gave erroneously high chloride (cl) and carbon dioxide (co2) results. The first sample drawn had low results on a different instrument. These results were questioned and were re-run. The re-run results were also low. The customer redrew the pt sample and ran that sample on the original instrument, giving matching low results. The same redrawn sample was run on the dxc 600. The dxc 600 gave higher results than those from the other instrument. The customer then re-run the second pt sample on the dxc 600 and received results that were consistent with the low results given by the other instrument. In total, the two samples from the same pt were run seven times on two different instruments. The customer determined that the pt's electrolytes were actually low and that the first run on the dxc 600 was erroneous. The erroneous results were not reported out of the lab. There were no changes to pt treatment based on the erroneous results. There were no reports of death or serious injury.